Event description:
It was reported there was a scalp infection. There was an infection at the burr hole incision/lead location. Surgical intervention was required as a result and the infection was removed. The incision was cleaned and antibiotics were prescribed. Labs were also performed. The issue was resolved but the cause of the issue was not determined. The patient would be monitored to determine if the infection had been cleared. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0m08u, implanted: (B)(6) 2015, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# va0c3bm, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) via the company representative reported that the infection had resolved with no further intervention required.